Event description:
The surgeon, dr (B)(6) performed an open latarjet procedure on (B)(6) 2010 with the use of the depuy mitek bristow latarjet instability shoulder system for fixation. The surgeon, for whatever reason, conducted the procedure without using all of the necessary instrumentation in the system; he did not use the disposable kit that is provided for each procedure. Because of this, the surgeon did not have access to the correct guidewires or the correct positioning cannula during fixation of the graft. Consequently, he did not feel that he achieved a strong "bite" of the screws fixating the graft. Subsequently, post-op, the fixation screws backed out of the bone holes causing the fixation to fail. The pt underwent another open procedure for remedy on (B)(6) 2010. At this re-surgery, the fixation devices were removed from the body and re-fixated using other...

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.